Event description:
Heparin drops (25,000 units/500 ml) was hung on IV pump at rate of 12unit/kg/hr. Less than 2 hours later, pump had alarmed that it was empty. Pump was removed from use and suspected of failure. Upon visual inspection the hinge did not look broken. However, when the door was touched the hinge was unattached at the top hinge. Pump was sent to clinical engineering. Upon testing it was noted that the pump looked to appear to drip at a normal rate and then flowed freely in a steady consistent flow intermittently between drips.